Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and the display text was discolored. Additionally, investigation revealed that the battery compartment was cracked in multiple areas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(4) 2014.